Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the connector pin was broken. The patient reported that their implantable neurostimulator (ins) battery went dead due to the broken connector pin and they did not have any pain protection at all. It was not working. The connector pin broke two days after it was received in (B)(6) 2016. A replacement desktop charger was requested.

Manufacturer narrative:
Info references the main component of the system and other applicable components include: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) [s/n: (B)(4)] found broken connector pins on the cable assembly. Upon further review, evaluation conclusion code no longer applies to this event. Evaluation conclusion code applies to the desktop charger (dtc). Evaluation results codes apply to the desktop charger (dtc). Evaluation method codes apply to the desktop charger (dtc).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.